Event description:
The following information comes from the article, "retrieval of large occlutech figula flex septal defect occluders using a commercially available bioptome: proof of concept,¿ which was taken from the journal of ¿cambridge university press¿ 2018. On an unknown date, a 14mm amplatzer septal occluder was implanted and immediately embolized to the left atrium. The device was removed by snare. No additional information is available. (Doi: 10.1017/s1047951118000586).